Event description:
On (B) (6) 2009, the sales rep reported receiving a sleek handle rod holder with the ratcheting mechanism and screw missing. There was no pt involvement. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
There was no pt involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending.